Manufacturer narrative:
H7, h9 correction: recall and notification checked. Correction number added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen and dilaudid via an implantable pump for non-malignant pain. It was reported that their pump was replaced due to the battery approaching eos. The patient stated ever since the pump was replaced, they had had issues with their pain levels and their personal therapy manager (ptm) equipment. The patient preferred the ease of the 8835 and that they simply would change the batteries as needed. The patient stated they also had a hard time connecting to their pump and commented on getting stuck on 90%. The patient stated things never worked right since the new pump was implanted. The patient stated they were told they had the same exact pump they had before and that this new handset system would last a full week. The agent attempted to troubleshoot the telemetry concerns but the patient became irate and demanded to talk to someone else who would replace the handset. The agent connected patient to healthcare it to discuss samsung battery considerations. Additional information received from a patient indicated that they were very upset stating the external devices were not working and needed to be replace. The patient stated he spoke with an mdt rep and was told to call for a replacement. The patient stated they hated the new equipment and wanted the old ptm back. The patient was very upset and frustrated with the external devices. The rep would be meeting with the patient tomorrow to assist patient with using the external devices. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient had the newest software version. The cause of the patient having issues connecting to the pump and pain was due to the patient not being mentally stable and couldn't properly connect to the pump until they met with him. The patient's pain and issues connecting to the pump resolved.

Manufacturer narrative:
Concomitant medical products: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.